Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was not able to be verified or duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would not boot up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.